Event description:
Caller states the pt obtained a result of 55mg/dl on the inform system while a comparison lab returned as 19mg/dl. No action taken on device result. An additional comparison on the pt reports results of 69mg/dl on the inform system and 42mg/dl on a comparison lab. No action taken on device result. All comparisons performed within 10 minutes. No adverse event reported. Requested return of suspect system and replacement was sent.